Event description:
A patient was admitted to a hospital due to an overdose, one day after the pump was refilled with an incorrect concentration of medication. The pump was refilled on (B)(6) 2010. The following symptoms had occurred: mental status changes, and hypotonia. The physician had later realized that he had filled the pump with an incorrect concentration of lioresal using a concentration of 2000 mcg/ml instead of 500 mcg/ml. The pump was set to deliver 300 mcg/day, and therefore the patient was overdosed with 1200mcg/day. The patient was not intubated. Neurology seen the patient, and turned the pump's dose/rate (dose not specified) down. The patient had recovered from the incident, with amnesia reported as the only sequelae.

Manufacturer narrative:
(B)(4).